Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely the foreign material occurred due to insufficient cleaning (handling issue). However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿[inspection of the endoscope] 1 inspect the control section and the endoscope connector for excessive scratching, deformation, loose parts, or other irregularities. 3 inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. [Inspection of the suction function] 1 depress the suction valve and confirm that water is continuously aspirated into the suction bottle of the suction pump. [Inspection of the instrument channel] 1 insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end. Also, make sure that no foreign objects come out of the distal end. 2 confirm that the endotherapy accessory can be withdrawn smoothly from the biopsy valve.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide a correction to h10, this information was inadvertently not included on the initial medwatch. The customer confirmed they cleaned, disinfected, and sterilized the product before sending it to olympus. The customer did not know when the foreign material adhered to the endoscope or whether the endoscope was used for a procedure with the foreign material attached to it. There was no delay in the start of precleaning. The customer flushed the air/water nozzle with water and air; did not immerse the endoscope in the detergent solution; and brushed the instrument channel. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: due to wear of the angle wire, bending the angle in the up direction did not meet the standard value; due to wear of the angle wire, the play of the up/down knob was out of the standard value; the adhesive on the distal sheath had a chip with a white clouded area; the adhesives around the objective lens had a white clouded area; the adhesive around the light guide lens had a white clouded area; and the plastic distal end cover had a burn. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported (on behalf of the customer) that the evis lucera elite colonovideoscope was experiencing reduced angulation. No patient injury or procedure impact was reported. During the evaluation of the device, it was noted that a foreign object came out of the suction channel, which can cause insufficient reprocessing. This report is to capture the reportable malfunction of foreign material in the suction channel noted at estimation.